Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating; therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications reported.